Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that approximately 9 months following the valve implant procedure 24-hour rhythm monitoring noted a sinus rhythm with gradual onset and off-set tachycardia. The maximum heart rate was 185 beats per minute. The minimum heart rate was 57 beats per minute. There were frequent non-conducted supra-ventricular ectopic (sve) beats which resulted in short pauses. There were isolated ventricular ectopic (ve) beats which including four beats salvoes. The physician reviewed results and it was determined with the lack of symptoms a pacemaker was not required. Approximately 4 months later, the patient was treated with an anti-coagulant as a short run of atrial fibrillation as well as ¿some other¿ atrial arrhythmias presented on a 24-hour heart monitor. The patient was reported as stable with no indication for a pacemaker.

Event description:
Medtronic received information that following balloon valvuloplasty prior to the implant of this transcatheter bioprosthetic valve, the patient went into left bundle branch block. No treatment was given. Six days post implant the patient had new onset supra ventricular tachycardia and was treated with an intravenous anti-arrhythmic and an oral betablocker. The following day the patient's electrocardiogram (ECG) revealed a transient left bundle branch block and first-degree av block. Pending assessment for a pacemaker was reported. Additional information received indicated that approximately 20 days following the valve implant the patient attended the outpatient clinical regarding 24-hour heart monitoring. The monitoring indicated paroxysmal atrial tachycardia with first degree atrio-ventricular heart block. The plan was to start an anticoagulant and to stop aspirin. If the tachyarrhythmias persisted a betablocker would be considered. However, as reported, it was considered safest to arrange a permanent pacemaker before starting a betablocker. An additional 24-hour electrocardiogram (ECG) monitoring was to be performed in 3 months time for consideration of a permanent pacemaker. As reported, the condition persisted through the time of the study exit. The physician indicated the event was related to the procedure and transcatheter valve.

Manufacturer narrative:
Continuation of d10: product ID {{dcs-c4-18fr}}; product lot/serial number {{(B)(6)}}; product type: {{delivery catheter system}}; implant date {{na}}; explant date {{na}} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 - annex c medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.